Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during lead revision on (B)(6) 2025 [related manufacturer reference number: 1627487-2024-10193 and 1627487-2024-10194] patients right l1 was attempted to be explanted but was unable to be fully explanted. Surgical intervention may be undertaken to removing remaining portion of lead.